Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Two fiducials were administered transperineally using cyberknife unit and the procedure was done under general anesthesia. A computed tomography (CT) scan was performed, uneven contrast distribution of gel was noted. Additionally, the images indicate it may have been partially injected under the capsule or in the venous plexus surrounding the prostate which directed the gel around the prostate gland. There were no patient complications reported as a result of this event. The patient will received external beam radiation therapy (ebrt) 20 fractions with 3 gys each.